Event description:
A report was received that the patient was unable to charge the ipg. It was also reported that several contacts of the patient¿s lead had high impedances and it was confirmed that there was a fracture in the lead when it was separated from the splitter. The patient underwent a lead and ipg replacement procedure. The patient was reportedly doing well postoperatively. Device malfunction was suspected with both devices.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.